Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on cholangiocath. Sometimes the device was not deploying clips and sometimes the device was shooting out multiple clips at once. The clips were also not clamping down all the way and were scissoring. The scissored clips were removed and the case was completed with another device. There were no patient consequences reported.